Manufacturer narrative:
No product was returned for evaluation. The submitted log file confirmed a full depletion of batteries and system controller backup battery, followed by a pump stoppage. However, the cause for these events could not be conclusively determined. The submitted log file contained approximately 11.5 days of data, from time stamp 18dec2016 19:52 to 30dec2016 8:59. From 18dec2016 21:19 to 19dec2016 22:48 and from 20dec2016 1:38 to 30dec2016 5:00, the system was connected to batteries. Based on this data, it is likely that the patient slept on batteries. On (B)(6) 2016 at 3:38, the lvad system produced a low battery advisory alarm. At 4:52, the lvad system produced a low battery hazard alarm. At 5:00, the lvad system had no external power, and the system was supported by the backup battery. The backup battery fully depleted, the system shutdown, and the clock reset. Since the internal clock was reset when power was completely depleted, it could not be determined how long the pump was off. At 7:00, the lvad system ''s clock was resynced. No additional events were observed in the log file, and the system appeared to operate normally after being connected to a power source. The patient remained asymptomatic during the event. The patient remains on vad support and no further related events have been reported. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 9 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). A system controller log file was submitted to the manufacturer¿s technical services¿ representative for review due to the patient reporting that the controller was ¿going crazy¿. The log file analysis confirmed that on the morning of (B)(6) 2016 at 4:52 am, the low battery hazard alarm was active due to nearly depleted batteries. A log file entry at 5:00 am revealed that the external batteries had completely depleted, and that the system controller backup battery began supporting device function. The backup battery then depleted, and pump stoppage occurred. The pump restarted once a charged power source was connected. Since the internal clock was reset when power was completely depleted, it could not be determined how long the pump was off. No additional events were observed in the log file. The patient remained asymptomatic during the event. No additional information was provided.